Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No unexpected no delivery alarm noted. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. He stated that he pressed the act button but the insulin pump's screen would not move. He was unable to get to any of his menu screens. He noted that he had also run out of insulin and received a no delivery alarm. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the keypad issues. He noted that he works in a kitchen where the environment was hot. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.